Event description:
Healthcare professional reported right side deflation and patient has recalled biocell saline implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.6b., h.6.

Event description:
Healthcare professional reported right side deflation and patient has recalled biocell saline implant. The device has been explanted.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #2. Aware date should have been listed as 04/apr/2024. Additional, changed, and/or corrected data: d3, g1.

Event description:
Healthcare professional reported deflation and patient has recalled biocell saline implant. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: a review of the device noted one opening, assessed as unidentified tear. The shell thickness was within specification.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.